Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed the helix was fully retracted. There was blood/body fluid noted in the neck area. There was nothing visually wrong that would lead to dislodgement. The lead was put in the ultra-sonic cleaner for 60 minutes and the lead was extended in 8 turns and retracted in 10 turns. As the lead functioned appropriately during testing, the clinical observations were not confirmed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that it was challenging to implant the right atrial (ra) lead in a good position with acceptable threshold measurements. The fourth positioning yielded acceptable threshold measurements. Two days later before being discharged, x-ray showed the ra and right ventricular (rv) leads had dislocated. Sensing had decreased on the ra lead with some farfield oversensing of the ventricular activity. There was also loss of capture and high threshold measurements noted on the ra lead. The rv lead indicated decreased sensing, high threshold measurements and the fluoroscopy showed a lot of stretch in the lead. The rv lead was successfully repositioned with appropriate measurements. It took 20 turns to retract the ra helix. A new position of the ra lead indicated appropriate measurements through the pacing system analyzer (psa) before extending the helix. However, attempts to extend the helix were unsuccessful and the lead dropped. The tool was turned one turn per second while extending and retracting the helix. Another attempt to reposition the lead did not produce a signal on the psa. Due to the patient's age and the risk associated with a puncture for a new ra lead, it was decided to explant the ra lead and plug the atrial port. The device was programmed to vvi. It was indicated this patient was not pacemaker dependent on ra or rv therapy. No additional adverse patient effects were reported.